Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited high pacing impedance and increased capture threshold. No changes or interventions were reported. There were no patient consequences.